Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No back light anomaly or display anomaly was noted. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error and that the back light turned off and on without input. The customer did not know the blood glucose reading or recall any significant event leading to the alarm. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.